Event description:
It was reported that a patient with surgical history of tibial tumor resection was initially implanted with competitor products and underwent a prior revision of competitor products. Subsequently, one year post-op the patient was revised due to a fractured stem of the yoke inserting into the tibia. During the revision it was decided to utilize standard components to replace the yoke. The polyethylene, axle, and yoke were replaced without complications. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown poly - unknown. (B)(6) - small axle - unknown. (B)(6) - small fmrl bshg set - unknown. (B)(6) - small tib bshg - 254840. (B)(6) - 67mm finn tib brg set sml fmrl - unknown. (B)(6) - 16.4x200mm 21oresc tib bloom - unknown. (B)(6) - 11x200mm lt finn fem bloom - unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.